Manufacturer narrative:
(B)(4). Batch # r5920z. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. In addition another ecr60d cartridge was received fully fired with the pan dislodged and 9 double drivers missing. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the cartridge pan come off while the device was inside the patient or outside of the patient? No information. No further information will be provided."

Event description:
It was reported that during an open gastrectomy, the cartridge pan came off. The device was used on the stomach. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.